Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: device manufacture date ¿ the lot was manufactured between september 21-23, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fifty (50) exactamix 3000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags leaked from the administration port. This occurred during tpn preparation prior to patient use. There was no patient involvement. No additional information is available.